Manufacturer narrative:
Approximate age of device - 21 days. The device is expected to be returned for analysis. It has not yet been received. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported pump thrombus could not be conclusively determined. The instructions for use lists device thrombosis and hemolysis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had experienced an upward trending of lactate dehydrogenase levels over 4 days from 650 u/l to 1,358 u/l. A right heart catheterization showed inadequate cardiac output in the presence of an estimated pump flow of 6.5 lpm. The patient was taken emergently to the operating room for a pump exchange to another manufacturer's device. Upon removal of the implanted lvad, a clot was reportedly observed at the inlet bearing.